Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2308 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter has a connector that overflows what is being administered (drugs and parenteral nutrition). No other information was provided.